Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device, was originally placed in 2008. The following montjh, the device button locking adapter cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.